Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing an irritation. It was reported that the patient's right side was blistering, and the left side was starting to get irritated. Patient was advised to use a burn ointment by a physician. There are no allegations that the patient experienced a treatment event. Follow up indicated that the patient was doing well.